Manufacturer narrative:
The pump was programmed and monitored for two days with no display anomaly, time and date anomaly or battery icon anomaly noted. All operating currents were within specification. No unexpected low battery alarm was noted. The off no power alarm functioned properly. The pump passed the displacement, rewind and basic occlusion tests. No motor error alarm was noted. However, the pump was unable to prime during the prime test due to a faulty force sensor. We were also unable to perform the occlusion and excessive no delivery tests due to the prime anomaly. In addition, the pump had minor scratches on the display window, a scratched case, cracked battery tube threads, a scratched reservoir tube window, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had normal blood glucose levels of 88 mg/dl. The customer reported that the insulin pump stopped working. The insulin pump did not alert the customer to any low battery alarm and suddenly just went blank. The customer also reported a motor error alarm on the insulin pump a month ago. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.